Event description:
Boston scientific received information that during post-implant x-ray analysis, this right ventricular lead was confirmed to have dislodged. The physician elected to immediately intervene and reposition the lead. The lead was successfully secured into the ventricle and the procedure concluded. No additional intervention required and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.